Event description:
A high blood glucose level was reported, with the specific value not provided, but the display indicated it was high. Cause was not known. The customer addressed the issue by administering a correction bolus via a pump, inspected the infusion set, tubing, and connections with no issues observed, and followed additional instructions from technical support. The customer agreed to replace supplies as necessary and resume insulin, with a follow-up arranged for further assistance.